Event description:
It was reported that (1) device were used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 clips spit out of the jaws. The case was completed with the same device. There was no consequence to the pt.